Event description:
A tandem mobi cartridge alarm was reported by the caller, confirmed as cartridge alarm 34. The customer¿s blood glucose level did not exceed 500 mg/dl. It was found that the alarm was triggered by exposure to magsafe magnets, which the caller acknowledged after being educated about this potential cause. The issue was resolved earlier in the day by reloading the cartridge, and the caller successfully resumed insulin therapy.